Manufacturer narrative:
Based on the information, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has requested medical records and investigations are pending. The device was not returned to the manufacturer for analysis. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) patient contacted technical services on (B)(6)2014 and reported received blocked drain line alarm issues while completing peritoneal dialysis treatment. The patient had reported fibrin in the drain line and pain in her lower abdominal area. The patient was requested to come into her dialysis clinic the following morning and her peritoneal dialysis (pd) nurse reported during her clinic visit that the patient was diagnosed with peritonitis on (B)(6)2014. Per the nurse the patient did not practice asceptic technique when completing peritoneal dialysis treatments and stated the infection was attributed to touch contamination, where the patient frequently had breaks in technique and sterility and indicated the patient did not practice asceptic technique during treatment: the patient did not wash their hands and did not don a mask. The nurse stated in this case the patient had disconnected herself during treatment to use the rest room. There were no reported fluid leaks during treatment prior to infection. Medical records were requested.